Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the gap of adhesive on the distal end was an external force applied to the distal end. The following statement can be found in the instructions for use: "inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."

Manufacturer narrative:
The device was evaluated by olympus and it was determined a gap of adhesive was present on the distal end due to peeling or a crack, likely attributable to a shock caused by dropping and knocking the endoscope to a hard surface or object (handling issue). The device was repaired and returned to the customer. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus, model gf-uct180, evis exera ii ultrasound gastrovideoscope, was returned to olympus for repair due to a report of a "hole around the air supply connect." Upon inspection and testing of the returned device, it was determined a gap of adhesive on the distal end was present. This report is submitted for the malfunction of gap of adhesive. As this was found during in-house service, there was no patient involvement.